Event description:
Related manufacturer reference number: 2017865-2022-01173. It was reported that patient's right ventricular and atrial leads exhibited noise due to lead dislodgement via twiddlers syndrome. Both leads were explanted and replaced. The patient was stable.